Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cxps cpu card needed to be rebooted. To resolve the issue, the technician rebooted the cxps cpu card. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure their hexavue custom room rack was not capturing images. No report of injury.